Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the jet tube was found with remains of white foreign material inside. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of scope cover packing, water tightness was lost, due to wear of forceps elevator, up/down knob could not be locked securely, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, objective lens had a crack, adhesive on bending section cover had wear, electrical contact of video connector was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the scope connector cover, proper device reprocessing was likely not possible. The issue may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.